Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application would not launch. A field service engineer removed all in one and reseated the cables and the serial ata cable at the docking board and replaced it with a new all in one and checked the battery and power save settings with the customer support center agent and ran a power subsystem check in hardware test application. Power subsystem test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es application failed to launch. Customer stated that machine had been inoperable multiple times during surgery and had been worked on multiple times. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.